Event description:
Cranial perforator did not stop when it went through the cranial bone resulting in a small dural tear. Perforator ref 200-271 dgr-o. No noticeable defects in perforator, so it was changed out for a new one to use for second burr hole. 2nd burr hole went without issue. Small amount of tisseel was used over the dural tear before proceeding in the case.